Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. The device could not be interrogated. The device case was removed and arcing/damage to a high voltage fuse was observed. Battery voltage measured 0.965 v; the inability to interrogate the device was determined to be the result of battery depletion caused by the damaged fuse. Laboratory analysis was unable to determine the root cause of the observed damage.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Troubleshooting was performed using alternate equipment and eliminating potential sources of external interference but attempts were unsuccessful. It was also noted that tones were not heard upon applying a magnet over the device. A revision procedure was subsequently performed wherein the device was explanted and replaced. No adverse patient effects were reported.